Manufacturer narrative:
Results: myocardial infarction, death. No results available since no evaluation performed. Conclusions: myocardial infarction, death. (B)(4).

Event description:
During index procedure the patient had two resolute integrity drug-eluting stents successfully deployed, one at lmt to lcx and one to lmt to lad along with one non-medtronic stent deployed at distal side of lmt to lad, post-dilatation was performed. Approximately one month post index procedure stent thrombosis and mi were observed which was treated by revascularization, 4 days later cag was performed and one integrity stent was deployed at lcx. Approximately 7 weeks post index procedure patient expired. Cause of death was ami.

Manufacturer narrative:
Results: mi. Conclusions: mi. (B)(4).

Event description:
Myocardial infarction in the lcx was confirmed to have occurred on the same day as the integrity bare metal stent was deployed.